Manufacturer narrative:
Evaluation completed. One bl3170 handpiece, serial number (B)(4) was returned. No visual defects were noted. A functional test was performed using a stellaris system. The handpiece data displayed tune count 203, on-time 4782400 and average power 0. The handpiece tuned, primed and functioned as intended. In addition a filter test was performed by running water through the irrigation tube out onto a 0.45 micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found five very small dark colored particles, one fiber-like particle. None of the particles had the appearance of metal. This filter was sent to the lab for analysis. The lab results states "conclusion: these analyses indicate that the dark colored particles on filter consist of silica and mineral deposits."

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification.

Event description:
Customer says they are getting particulate in the patients wound.